Event description:
It was reported that the device was explanted after implant duration of approximately 126.3 months, due to aortic insufficiency and perivalvular leak. Per the operative report, "the patient's previous transverse aortomy was reopened and we examined the valve. You could see the fibrosis on the noncoronary sinus and the area of perivalvular leak. I could not place a probe through the perivalvular leak. Regardless, we went ahead and cut suturs and removed the valve." The valve was replaced, and reportedly, the patient was returned to the ICU in critical condition.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.